Event description:
A malfunction was reported, identified by a malfunction code, which was resolved by resetting the pump. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. Technical support assisted the customer with the pump reset, and the pump did not show the same malfunction code thereafter. The customer was advised to continue using the pump and to report any further issues if they arise.